Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope through a channel leak while the user was handling the device, which led to an abnormality in the electrical parts, and resulted in the reported event (no image). The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image.". "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, there was no image due to disconnection/short-circuit in the image sensor cable. In addition, there was no scope data transmission, there was a leak from the channel, there was a cut on the charge coupled device shrink tube, the boot on the light guide tube was cut at the control body side, and the scope connector was corroded due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The loaner device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.